Event description:
A report was received that the pt was experiencing difficulty charging the ipg. Analysis of the ipg database revealed a charging anomaly. An ipg replacement procedure has been recommended.